Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate therapy. Review of the shocks delivered showed that muscle noise resulted in a treat decision of the device, which then exhausted therapy. Another episode showed that functional undersensing also led to inappropriate therapy, but therapy had not been exhausted. Boston scientific technical services discussed reprogramming options to prevent in the future. At this time, the system remains in service. No adverse patient effects were reported.